Event description:
It was reported that the implantable neurostimulator (ins) had "not worked" for pt since replacement of original ins. Please see report number 3004209178201004837.

Manufacturer narrative:
(B)(4)